Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the instrument; however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the horizon small clip applier instrument would flick up once engaged without the surgeon controlling it. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the customer and obtained the additional information: the failure was not related to a static instrument. The instrument would move vertically once engaged with the robot without surgeon manipulation. The clip did not fall into the patient and there was no injury to the patient. The procedure was completed successfully. The instrument was inspected prior to use and there was no damage. There were no photos or videos for isi to review. The unexpected motion did not occur when attempting to place a clip around a vessel/tissue. Isi did receive the horizon small clip applier instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found to have grip input disk 7 completely broken into pieces inside the housing while input disk 6 was cracked. Other backend components adjacent to the broken inputs do not show damage which may indicate potential improper reprocessing. The instrument failed imprecise motion during in house testing caused by the broken input disk at the proximal end, although the instrument passed the clip test on 2 of 2 attempts. The probable root cause is attributed to use and reprocessing conditions. The input disk can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem or peek material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks and may cause the input disk to break and separate from the instrument.

Event description:
Refer to h11 for follow-up information.